Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation. A review of imagery provided showed the following: screenshots of procedural cine video show the flex tip moving proximal to triple markers prior to deployment. The valve is aligned on the inflation balloon. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non conformance was unable to be determined. During manufacturing, the delivery system and component were both visually inspected and tested several times throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All pv testing passed specification. These inspections support that it is unlikely that a manufacturing non conformance contributed to the reported complaints. A device history record (DHR) and a lot history review were unable to be performed as no work order was provided. A lot history review was performed and revealed no additional similar complaint for valve alignment difficulty or inability. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint for valve alignment difficulty or inability was unable to be confirmed. A review of DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'the pusher did go further back 3-4 cm after locking it' and 'I believe that they did not lock it properly.' It is possible the balloon lock was not fully locked after the flex catheter was pulled back, which can cause the balloon shaft to slide and the flex tip to move proximally/the balloon to move distally. If the balloon lock is not properly locked, this could result in fine adjustment difficulties. Additionally, if valve alignment is performed in a non straight section of the aorta, it can result in higher than usual alignment forces, leading to tension build up in the system. If any tension built up in the delivery system was released during valve deployment, it can make the flex tip appear to move proximally and make it difficult to use the fine adjust mechanism. However, without the device returned, engineering is unable to test the functionality of the balloon lock and fine adjust function. A root cause is unable to be determined at this time. However, available information suggests procedural factors (balloon lock not properly locked, tension built up in system) contributed to the reported event. Since no product nonconformance or IFU/training manual deficiencies were identified, a product risk assessment escalation and corrective/preventative actions are not required.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01093. N/a.

Event description:
As reported from our affiliates in (B)(6), during transfemoral transcatheter aortic valve replacement (tavr) with a 29 sapien 3 valve, at inflation, the balloon moved distally into the ventricle and the valve was expanded asymmetrically. There were no difficulties during valve alignment however, the pusher went further back 3-4 cm after locking it. The valve was implanted in the intended position however, paravalvular leak was noted. A second valve was implanted to resolve the leak. The patient is stable post procedure.